Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were high out of range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced and aligned sample probes, reagent probe 1 (r1) and reagent probe 2 (r2). The cse checked all alignments and replaced tubing for r2 and r1. The cse replaced heterogenous module wash probes, and syringes for r2. The cse cleaned all windows and checked the photometer, which passed. The cse revisited the customer site and performed decontamination on both dimension instruments. The cse performed alignments, checked the mixer, and also replaced the sample probes, tubing and syringes on the original dimension instrument. The cse recalibrated both dimension instruments. The qc were within range. A comparison study was ran on five patient samples on both dimension instruments, resulting imprecise. A siemens health support center (hsc) reviewed the instrument data. Imprecision at the beginning of the precision run performed, is consistent with presence of biofilm contamination in the fluidics. Imprecision at the middle of the precision run performed, is consistent with sample probe issues. Hsc concluded there was no potential product issue found and the product was performing as designed. The difference between troponin values obtained on the two instruments was corrected by service. Data provided is consistent with biofilm in the fluidics. Phosphatase release from the biofilm cause elevated troponin values. A secondary issue of imprecision in the middle of replicate runs was addressed with sample fluidics maintenance. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise results were obtained during a comparison study run for cardiac troponin (ctni) method on two patient samples on a dimension rxl max with hm instrument (serial number (B)(4)). The imprecise results were not reported to the physician(s). Both patient samples were tested on an alternate dimension rxl instrument (serial number (B)(4)), resulting higher. It is unknown if these results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to imprecise ctni results.